Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6). Model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of burning sensation, discomfort, urinary frequency, urinary urgency, implant pain, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient reported that their neurostimulator had been flipping in the pocket, which had been causing them pain and discomfort. The patient noted that it had flipped 3 times since their implant, and only when they had their phone in their back pocket or a heavy coat on. As a result, the patient's symptoms returned. The patient increased their stimulation and felt it in their buttock, but the stimulation was constant, so they lowered it to the previous level. The patient also noted that the battery site had been warm occasionally under their skin, but not to the touch. The patient scheduled an appointment with their physician to assess. The patient noted that when they increased their stimulation, they felt it in their buttock rather than the normal anus area. X-rays were ordered and confirmed the migration. The patient was in stable condition and had not undergone any medical interventions or hospitalizations. The patient noted that the pain is not constant, only slightly uncomfortable when the battery flipped. The patient later underwent a lead replacement, and the battery was placed in a new pocket. There were no additional patient complications.